Manufacturer narrative:
Other device involved in this event: controller/ (B)(4); exp date: 09/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient had his controller exchanged while at home some time ago due to a loose power port. The controller was not in use at the time the patient presented to the hospital. The site found it as-is when the family gave it to them. There was no effect on the patient.

Manufacturer narrative:
The lvad pump was removed from this report as it captures the patient hospitalization captured in another complaint. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "loose connector". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector at port 2 and a loose locknut.  The most likely root cause of the loose connector is due to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.